Manufacturer narrative:
The 0.018" guidewire was made unsterile when a second physician came into the room from another procedure. A replacement was used. Product was not returned for investigation. Based on the clinical details provided, the 0.018" guidewire was contaminated due to an unintended use issue.

Event description:
It was reported that the attending physician contaminated the sterile field. A new guidewire was opened and used.